Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2020 and barbed suture was used. When closing the wound, the fixation tab came off the suture immediately during continuous suturing on the fascia. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 09/30/2020. Additional information: d10, h6. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional h-3 summary: one open sample of product code sxpp1a300 was received for analysis. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab were broken. No conclusion could be reached as on what caused that the fixation tab of the stratafix came off the suture. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.